Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2007, a (B)(6) y/o, female patient with a bmi of 38.7, underwent implantation of a insert, tibia posterior stabilized size 3 9mm and insert, tibia posterior stabilized size 3 9mm. On (B)(6) 2018, approximately 140 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2020-00379.